Event description:
On (B) (6) 2009 the lay user contacted lifescan alleging the one touch ping meter does not turn on. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The battery contacts were in good condition. The batteries were correctly installed. The user denied suffering any symptoms. Since the user alleged the meter does not turn on, this complaint is being reported. Replacement products were sent to the user.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.